Event description:
--

Manufacturer narrative:
The device was explanted and a new device successfully implanted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was in reset-vvi mode, and was confirmed to be pacing and sensing at reset parameters. Interrogation in the laboratory with a zoom programmer produced the error code 2714, as had been observed in the clinic. A review of the device memory revealed 155 hardware resets, as well as memory corruption in multiple locations. The system reset was likely caused by electrical interference from the ablation procedure. Pacing therapy remained available.

Event description:
Boston scientific received information that this patient had an ablation performed for atrial fibrillation. Upon interrogation of this pacemaker and attempting to reprogram to previous parameters, it was reported that the programmer screen went black with error 2714 location. A message appeared as well indicated the wrong pulse generator reloads with this pacemaker being identified as a nexus model of 1467. Two different programmers were tried with the same results. An interrogation could not be performed. The field representative confirmed that the device was pacing in vvi at 60. Technical services advised the replacement of this pacemaker and its return for analysis. It was reported that this device would be replaced in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Our investigation is complete to date and this event will be updated should further information be provided.